Event description:
An ophthalmologist reported that during cataract surgery with intraocular lens (iol) implantation, a full-length linear crack across the diameter of the optic was observed once the lens unfolded in the eye. The reporter stated that the lens looked normal during loading and injection, and there was no unusual handling. As the crack was a very narrow line and was not exactly in the middle, the lens was left in the eye. The patient will be evaluated during follow-up visits.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).